Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: clammy, tingle in the patient's fingers and hand. A patient reported they were seen in ER. Their meter allegedly would prompt er2 and the strips were too small for the meter. The result on their meter was er2 prompt. The result on the ER meter was unknown. The time difference between patient's meter and ER meter unknown. Treatment was unknown. Meter tested within specification but prefers a bigger meter. No further info has been reported.